Manufacturer narrative:
The cool line catheter used at the time of the event will not be returned to zoll for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed, and a root cause could not be determined. Based on the received additional information from the customer, the reported issue with the cool line catheter was due to a user error. The removal of the catheter was done with the in and out luers of the catheter closed, and this caused a rupture in the balloon. Closing the in and out luers does not allow the balloon to drain prior to removal. The trapped saline may have caused a rupture due to the pressure it was exposed to during the removal of the catheter. Per zoll's instructions for use (IFU) for catheter removal, "disconnect the start-up kit from the catheter. Uncap or leave uncapped the saline in and out luers of the catheter. Saline within the balloons must be free to pass out of the balloon or the balloon will not deflate, making the catheter difficult to remove. Do not remove the catheter if resistance is felt. If resistance is felt, repeat the deflation procedure and try removing the catheter again. If resistance is still encountered, an x-ray should be performed to identify the reason for the resistance."

Manufacturer narrative:
Zoll has not yet received the cool line catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
A cool line catheter (lot# unknown) was used for ivtm therapy. It was reported that blood was observed in the catheter balloon, which is an indication of a potential catheter leak. No further information was provided by the customer. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.